Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the hospital due to chest tightness. The physician was unable to interrogate the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: p1501dr device was returned and analyzed. Analysis was performed and no anomalies were found.